Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. The right ventricular lead exhibited noise reversion episodes. The noise was reproducible with isometrics. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.